Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day after implant of the triple-chamber ICD system, the impedance of the epicardial patch defibrillation electrodes had decreased from the values seen at implant. It was later reported that the impedance of one of the electrodes, the one plugged into the superior vena cava coil (svc) port, had suddenly increased to a high value. The electrodes remain in use. No patient complications have been reported as a result of this event.